Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.6b; h.6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe since it is not related to the device. Gel bleed: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported trace periimplant fluid collection is identified, no definite intracapsular silicone implant rupture is seen, stir signal is seen along the anterior implant which may be suggestive of a gel bleed.